Event description:
A healthcare facility in china reported that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged. The healthcare facility reported the subject device was in use for one hour. There were no patient consequences.

Manufacturer narrative:
(B)(4). Product background: the optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. A tubing clip is also provided to support the weight of the circuit and prevent the tubing from being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the complaint opt970 optiflow + tracheostomy direct connection was not returned to f&p for evaluation. Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt970 optiflow + tracheostomy direct connection was damaged near the manifold. There were no patient consequences. The healthcare facility reported the subject device was in use for one hour, and was then replaced after the event. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt970 optiflow + tracheostomy direct connection. Based on our knowledge of the product the tubing was likely subjected to excessive force. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt970 optiflow + tracheostomy direct connection would have met the required specifications. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection show in pictorial format the correct placement and fitting of the connection, including ensuring the lanyard and tubing clip are appropriately attached. The user instructions also state: "attach breathing tube clip to a secure location (e.g., clothing or bedding) to support the interface." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "The lanyard is designed to minimize loading and movement of the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage." "Failure to use the set-up described above can compromise performance and affect patient safety."

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. A tubing clip is also provided to support the weight of the circuit and prevent the tubing from being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in china reported that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged. The healthcare facility reported the subject device was in use for one hour. There were no patient consequences.